Event description:
It was reported that faulty temperature display in the foley catheter was confirmed in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The used silicone three-way foley catheter with attached drainage bag was returned without the original packaging. No visual defects were noted on the surface of the catheter. The resistance reading was taken at room temperature and found to be 0.002 k ohms; this is out of specifications. Although a specific cause cannot be determined, potential root causes for this failure mode could be, ¿long shaft / short thermistor¿, "damaged thermistor", and "catheters are excessive pulled in cleaning." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: compatible only with the bard criticore monitor, bard urotrack 224 monitor, and other 400-series temperature monitors. Interchangeability +/- 0.2¿ at 37¿ ." "As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur." "Do not stretch catheter. This will cause repositioning of probe." "Do not use stylet. This will cause stretching of catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that faulty temperature display in the foley catheter was confirmed in the operating room.